Event description:
It was reported by the patient charging adaptor overheated and melted after the personal diabetes manager (pdm) was plugged in to charge. The user reported using an insulet supplied charging cord and adaptor. The physical device is not available for return and images were not provided. The customer did not require medical intervention and was sent a replacement device.

Manufacturer narrative:
The reported thermal device malfunction is associated with a personal diabetes manager manufactured after the correction for action res#(B)(4) was implemented. According to the complainant, the device will not be returned for investigation. We are unable to confirm the cause of the reported event. No lot release records were reviewed, as the product lot number was not provided.